Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, a discrepancy was identified between the serial number displayed on the automated impella controller (aic) after connection of the pump and the serial number listed on the product packaging. It was additionally reported that asset records did not align with the serial number observed during use. The discrepancy was not identified until after the device had been discarded, and therefore the serial number on the red connector could not be verified. The device continued to provide support during use. The patient was subsequently weaned from support and the device was explanted. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.